Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead had a history of noise resulting in inappropriate mode switching. The noise was reproducible in clinic. The lead was capped and replaced. The patient was in good medical condition.